Manufacturer narrative:
A plastic bag with an esa hub, sleeve assemblies, and esa infusion cannulas were received. The vitrectomy cutter was not returned. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. We will continue to monitor for the reported complaint. No corrective action required.

Event description:
The user facility in the united kingdom stated that during surgery the vitrectomy cutter stopped, and aspiration continued. There was a delay in surgery of about 0-15 minutes. The surgery was completed and there was no patient injury. The patient's current status is reported as stable. This report is for the first cutter.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.